Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open sore that is bleeding. It was reported that the patient might have a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient's physician told the patient to remove the lifevest while the sores heal and apply neosporin to them. Follow up indicated that the sores have improved.